Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 51-year-old male was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella 5.5 had a slow sanguineous oozing at the impella access site around the dressing. The access site was re-dressed. It was further reported that the impella position flipped inside the heart and was now facing the left ventricle wall and mitral valve. The team decided not to reposition at this time unless any acute changes occur. The patient is stable.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue was most likely use related. D6b explant date added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13142. E4 should have been left blank. H.6 code 4611 was reported incorrectly. New code was added to health effect - impact code.